Manufacturer narrative:
Analysis was performed on the returned device. The reported starclose se failed to deploy appropriately was not confirmed as the returned device analysis indicated the device functioned as intended. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported starclose se failed to deploy appropriately appears to be related to the sheath not properly secured to the clip applier. Without the sheath properly attached to the clip applier, the components will not function in the intended deployment sequence. It should be noted that the starclose instructions for use states: an audible ¿click¿ should be heard. Check to make sure the hub-to-clip applier engagement is secure by gently pulling on the sheath hub. The subsequent treatments appear to be related to procedure circumstance. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
Exemption number e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of a femoral artery was attempted using a starclose se device after an unspecified procedure. Reportedly, the starclose se failed to deploy appropriately. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. No additional information was provided.